Event description:
Patient called back and repeated previously documented event. Patient stated that a week and a half or 2 weeks ago, they were having trouble charging their implant. Patient mentioned they used to charge the implant in an hour from 0 to 100% and now they couldn't get past 40% or 50%. Agent had patient reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean connections. Patient confirmed no visible damage. Agent had patient start a recharging session and patient confirmed that the controller battery was 90% while the implant was recharging 40% with excellent quality. Patient stated they will try to charge the implant and will call back if the implant battery is still not incrementing. Patient called back. Caller reports he was about to charge his implant from 40-100% within 1.45 hour. Caller reports he would wake his controller to check on the status of his charging coupling. Caller reports he uses recharging belt when he charges his implant. Caller reports he would sit and then lay down to charge, but then loose coupling.caller reports previously he would have to replace his recharging belt, caller reports his current belt is worn. Reviewed general use of the controller when charging his implant. Suggest caller charge his implant at 50% instead when the ins is low battery. Caller reports previously, he was programmed at 11-12ma and needed to charge daily, but then reprogrammed to 2.5ma and needing to charge about 5-7 days. Caller reports he is now programmed at 5.0ma and needing to charge more frequently. Suggest charging when ins is at 50% instead of low battery. Email sent to repair for recharging belt.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was dust on the terminals. These were cleaned and patient got a new belt because it was 12 months old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported the implantable neurostimulator (ins) battery was not incrementing after reaching 40% or 50%. Agent had the patient reset the controller, and the patient confirmed there was no visible damage to the controller compartment. Patient then stated that they did not have their recharger at the time of the call. Patient will call back to continue troubleshooting. No symptoms were reported.